Manufacturer narrative:
Device failed displacement test due to detached end cap sticker noted. Unable to verify motor error due to detached end cap sticker. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer stated that another motor error had occurred recently. Troubleshooting was provided. Motor error was cleared however this is a reoccurring issue. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.